Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors overinfused during patient infusion. The infusions finished approximately 8 hours prior to the proposed infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the expected infusion time was 44 hours; however, the actual infusion time was 36-37 hours. The fill volume was 230ml and infusion took place via a non-baxter catheter. H4: the lot was manufactured between june 3 - june 5, 2024. H11: two (2) actual devices were received for evaluation without fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performe and the flow rates were found to be within the product specification range. The devices were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.